Event description:
The clinician reports the implant was inserted (B)(6) 2012 in fdi 46. On (B)(6) 2019, loss of osseointegration was verified. Patient presented with fair oral hygiene and previous bone augmentation. The device was forwarded to the manufacturer. At the eventthe patient experienced: peri-implantitis, swelling, bleeding, abscess and fistula. No further patient complications were reported.